Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: product was not returned. The complaint is confirmed from evaluation of the identical/similar returned products associated with this event. Examination of the returned parts associated with the reported event determined that left ps provisional tray, two femoral/ general instrument trays, and half size modular tray were returned with parts inside. Additionally 2 pairs of gloves were returned. The pieces were evaluated. Many pieces had scratches suggesting repeated use. Sem / eds analysis of the debris found on the cut guides was performed and observed that the various effected areas were filled with debris which predominantly showed oxides. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause is attributed to a maintenance issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated corrected cause code. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). (B)(6). Multiple MDR reports were filed for this event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during initial operating room setup, the nurse handling the femoral provisional had black residue on her gloves. There was noticed to be black debris on the inside of the left and right femoral provisional. There were five sets examined and all five sets had the same black debris. As a result of the event, a delay in procedure occurred approximately thirty to 60 minutes long. No additional patient consequences were reported.